Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
The trial patient stated that he has a urinary tract infection (uti). The doctor has prescribed medication. The issue was reported as unknown if resolved at the time of this event. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.